Event description:
It was reported that the arctic sun device had unstable flow rate. Per follow up information received via email on 14mar2023, no patient involved. The device had unstable flow rate from 0.8 to 3.9lpm. Per sample evaluation results received on 15may2023, it was reported that the leaking fluid delivery line contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had unstable flow rate. Per follow up information received via email on 14mar2023, no patient involved. The device had unstable flow rate from 0.8 to 3.9lpm.